Manufacturer narrative:
Concomitant medical products: model: ddbb1d1, ICD; implanted: (B)(6) 2015.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered an alert for high rv coil impedance and a trend of rising and fluctuating rv coil impedance trends. Noise artifact was also noted on the rv lead egm, but did not observe oversensing. The svc coil impedance trend was fluctuating on the sub-q coil lead being utilized as the svc coil in the patient's current lead configuration. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.